Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a high blood glucose levels. The customer stated the issue has been going back as far as 2011. The customer did not provide any information about the hospitalization or their blood glucose value. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.